Manufacturer narrative:
(B)(4)

Event description:
It was reported a patient presented to the emergency room in a ventricular tachycardia episode after receiving high voltage therapies due to a vt-2 episode accelerating a rhythm too soon into ventricular fibrillation. The device was unable to convert the rhythm with max output therapies but converted with external defibrillation. A presence of intermittent ventricular undersensing was observed occurring during the episodes due to high r-wave amplitudes. The device showed normal function after external therapy was delivered. The patient returned to the hospital and several programming changes were made. The patient condition was stable before and after the event. The patient will continue to monitored.